Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). 7000 units of heparin were administered prior to the initial transeptal puncture (tsp) attempt. The tsp was attempted several times however suboptimal contact with the septum repeatedly occurred. The "(was)" was removed and flushed, and a larger curve was placed on the dilator in order to achieve optimal contact with the interatrial septum. The "(was)" was reintroduced into the patient and a large thrombus formed on the device tip before migrating to a pre-existing pacer lead. The "(was)" was removed and a mechanical thrombectomy system was placed. The thrombus was partially extracted while some of the thrombus remained attached to the pacer lead. The laa closure procedure was aborted. The patient was admitted to the hospital for observation and administration of intravenous heparin in response to the thrombus. It was further reported the patient recovered and was discharged.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). 7000 units of heparin were administered prior to the initial transeptal puncture (tsp) attempt. The tsp was attempted several times however suboptimal contact with the septum repeatedly occurred. The was removed and flushed, and a larger curve was placed on the dilator in order to achieve optimal contact with the interatrial septum. The was reintroduced into the patient and a large thrombus formed on the device tip before migrating to a pre-existing pacer lead. The was removed and a mechanical thrombectomy system was placed. The thrombus was partially extracted while some of the thrombus remained attached to the pacer lead. The laa closure procedure was aborted. The patient was admitted to the hospital for observation and administration of intravenous heparin in response to the thrombus.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). 7000 units of heparin were administered prior to the initial transeptal puncture (tsp) attempt. The tsp was attempted several times however suboptimal contact with the septum repeatedly occurred. The was was removed and flushed, and a larger curve was placed on the dilator in order to achieve optimal contact with the interatrial septum. The was was reintroduced into the patient and a large thrombus formed on the device tip before migrating to a pre-existing pacer lead. The was was removed and a mechanical thrombectomy system was placed. The thrombus was partially extracted while some of the thrombus remained attached to the pacer lead. The laa closure procedure was aborted. The patient was admitted to the hospital for observation and administration of intravenous heparin in response to the thrombus. It was further reported the patient recovered and was discharged.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.